Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that surgeon planned insertion of 10 degree bend nail as per recommendation for periprosthetic fracture. Steps prior to insertion followed as recommended by surgical technique. Surgeon has been advised by myself about diameter measurements of distal end of the nail. However he decided to test nail fitting in the pre-reamed canal by hand (nail not connected to insertion handle). At insertion by hand through reaming rod (2.5mm diameter) the polymer inlay of the nail detached from the nail and fell on the floor ( sterility compromised). As another nail of same size was not available, the leading clinician decided to use the same nail without the polymer inlay. Surgical team has been advised by me (after consultation with product manager) that at that moment it was unknown to us if the construct had been tested previously without the polymer inlay. However the lead clinician decided to go ahead with same nail without polymer inlay. No complaint has been raised by the surgical team, hence no response required. Very minimal delay to surgery that has not compromised surgical outcome. Positive surgical outcome as planned. Concomitant device reported: unk - reaming rods (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) devices retrograde fem nail ø12 l380 polyethyl I. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part #: 04.233.239s. Lot #: 90p7969. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 17 mar 2021. Expiration date: 01 mar 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (re rfna poly inlay). Visual analysis of the photo revealed that retrograde fem nail ø12 l380 polyethyl I had the polymer insert detached of the nail. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for retrograde fem nail ø12 l380 polyethyl I. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.